Manufacturer narrative:
Device requested for return but was not available.

Event description:
The customer complained of an issue with the accu-chek safe-t-pro device. The date of the event is only an approximation as the customer could not recall the exact date of the event. The customer alleged that the operator used the accu-chek safe-t-pro device on a patient and the lancet did not retract. The operator of the device then was accidentally stuck by the lancet. There was no adverse event. There was no treatment required. The lancets were requested for return but were no longer available. Replacement product was sent.

Manufacturer narrative:
The customer did not return any product for investigation. During past investigations, the internal wings of the lancet, which intentionally break during the lancet release, were found to possibly jam the lancet's guiding channel. This impedes the lancet retracting back into the lancet housing. The medical risk is very remote or less than remote. A use error can be excluded.